Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021. The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the surgeon's first synergy patient was not doing well. Account provided the following visual acuity readings post intraocular lens (iol) implantation: one week out 20/40- j3, refraction -0.75 (119.3), but even with that correction, only gets to 20/30 dropping vision at near to j5. Additional information received indicated that the iol was explanted due to patient having visual discomfort. A non-johnson & johnson lens was successfully implanted as a replacement. No further information was provided.